Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred while the user was changing out the cartridge. Additionally, it was reported that the user had difficulty sliding a cartridge onto the pump. The user stated that they were able to load the cartridge successfully after the alarm. During troubleshooting with tandem&#38112;technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. There was no impact to the user's blood glucose level.